Event description:
The patient reported difficulty coupling the charger with the implant. The surgeon decided to explant the system. The patient willl be reimplanted with a new advances bionics spinal cord stimulator.